Manufacturer narrative:
A supplemental report is being submitted for additional event details. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient "did a better job hydrating" and the suction events improved, but the low flow alarms continued. An echocardiogram was performed and the vad speed was not changed. The patient refused to be admitted as they were "feeling fine."

Manufacturer narrative:
###Investigation of this event is pending and a supplemental report will be sent upon its completion. Continuation of d10: 620bg35 heart band implanted on (B)(6) 2016### medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that ventricular assist device (vad) patient experienced of fluid overload noted by edema which was believed to be extravascular. The patient's labs were within normal limits and their urine was of normal color. It was also reported that the vad was making a "strange noise" when the vad was auscultated and a pump weld issue was suspected. Log file review did not show a weld issue, but the noise was attributed to "excessive" suction events. It was also reported that there were several low flow alarms in the details of the logfile report. Review of log file data also revealed low flow alarms and multiple motor start events with parameters outside of the typical range and several of them had 2 attempts to restart. The motor starts were believed to have been related to the patient not "slowing down and making good connections." The patient will be admitted to the hospital and the ventricular assist device (vad) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Product event summary: (B)(6) and the controller (B)(6) were not returned for evaluation. A review of the device history record was not performed as the reported event is not related to a manufacturing or servicing issue. Log file analysis revealed several intermittent suction events within the analyzed period. Additionally, log files revealed six (6) low flow alarms have been logged since (B)(6)2024. Log file analysis also revealed motor start events recorded on 13/nov/2022 at 19:36:38, on 1/feb/2023 at 19:32:54, on 18/feb/2023 at 19:24:57, on 31/mar/2023 at 02:21:35, on 22/jun/2023 at 17:57:08, on 24/jun/2023 at 13:26:10, on 4/jul/2023 at 03:15:22, on 9/sep/2023 at 13:53:36, on 20/sep/2023 at 05:33:12, on 3/oct/2023 at 17:06:07, on 26/oct/2023 at 18:34:28, on 28/nov/2023 at 17:35:35, on 25/jan/2024 at 19:18:06, on 19/feb/2024 at 16:51:19, on 14/mar/2024 at 17:32:44, on 19/jul/2024 at 15:22:27, on 10/aug/2024 at 20:41:06, on 19/sep/2024 at 17:33:00, on 12/oct/2024 at 04:58:57 in which the motor start parameters were atypical. As a result, the reported suction, low flow, and atypical motor start events were confirmed. The reported "noise" event could not be confirmed due to insufficient evidence. Of note, information received from the site indicated that the noise was attributed to the suction events. Based on the limited information available, the device may have caused or contributed to the reported event. Based on risk documentation, multiple factors may have contributed to the low flow and suction event including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Based on the risk documentation, a possible root cause of the reported pump noise event may be attributed to multiple factors including but not limited to thrombus within the device leading to impeller imbalance or the placement of the pump which allows contact with fixed or rigid anatomical structure. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Log file analysis also revealed two (2) controller power up events with associated pump start events were logged on 12/oct/2024 at 04:58:51 and on 13/oct/2024 at 07:50:35, confirming the controller loss of power finding. The data point prior to the first loss of power revealed that bat(B)(6) was connected to power port one (1) with 96% relative state of charge (rsoc) and that bat(B)(6) was connected to power port two (2) with 38% relative state of charge (rsoc). The data point after the first loss of power revealed that bat(B)(6) was connected to power port one (1) and bat(B)(6) was connected to power port two (2). Of note, following the first controller power-up event, the controller power-down time was recorded with an invalid time stamp of 05:01:42. This is an additional finding not related to the reported event. The potential exists for the timestamp on a power down event written to the log files to be inaccurate. This is due to the timing of operations by the software used to calculate the power down time. The most likely root cause of the observed invalid timestamp event can be attributed to the software design for calculating the power down time. The data point prior the second loss of power revealed that bat(B)(6) was connected to power port one (1) with 84% rsoc and bat(B)(6) was connected to power port two (2) with 62% rsoc. The data point after the second loss of power revealed that bat(B)(6) was connected to power port one (1) and bat(B)(6) was connected to power port two (2). The controller was without power for twelve (12) seconds for the second loss of power. No anomalies were recorded leading up the losses of power. A possible root cause of the loss of power can be attributed to a disconnection of both power sources as described in the event details. CAPA pr00551638 is investigating controller losses of power. Additional products: product ID 1403-controller - serial# (B)(6) h3: yes d9: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed, and the file will be closed. If new information is received, the file will be re-opened, and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for additional information was received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that subsequent log file review revealed additional motor start events with parameters outside of the typical range.

Event description:
It was further reported that upon logfile analysis, two losses of power on the controller were observed.

Manufacturer narrative:
A supplemental report is being submitted for additional event details. Additional products: d1: heartware ventricular assist system ¿ controller 2.0, d4: model #: 1403us / catalog #: 1403us / expiration date: 31-mar-2022/ serial#: (B)(6). D9: no. H3: no. H4: mfg date: 24-mar-2021, h5: no. H6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental is being submitted for device evaluation. Product event summary: (B)(6) and the controller (B)(6) were not returned for evaluation. A review of the device history record was not performed as the reported event is not related to a manufacturing or servicing issue. Log file analysis revealed several intermittent suction events within the analyzed period. Additionally, log files revealed twenty-three (23) low flow alarms have been logged since 06/oct/2024. Log file analysis also revealed motor start events recorded on (B)(6) 2022 at 19:36:38, on (B)(6) 2023 at 19:32:54, on (B)(6) 2023 at 19:24:57, on (B)(6) 2023 at 02:21:35, on (B)(6) 2023 at 17:57:08, on (B)(6) 2023 at 13:26:10, on (B)(6) 2023 at 03:15:22, on (B)(6) 2023 at 13:53:36, on (B)(6) 2023 at 05:33:12, on (B)(6) 2023 at 17:06:07, on (B)(6) 2023 at 18:34:28, on (B)(6) 2023 at 17:35:35, on (B)(6) 2024 at 19:18:06, on (B)(6) 2024 at 16:51:19, on (B)(6) 2024 at 17:32:44, on (B)(6) 2024 at 15:22:27, on (B)(6) 2024 at 20:41:06, on (B)(6) 2024 at 17:33:00, on (B)(6) 2024 at 04:58:57, on (B)(6) 2024 at 17:04:39, on (B)(6) 2024 at 05:25:28, on (B)(6) 2025 at 17:38:46,on (B)(6) 2025 at 18:20:57, and on (B)(6) 2025 at 16:22:56 in which the motor start parameters were atypical. As a result, the reported suction, low flow, and atypical motor start events were confirmed. The reported "noise" e vent could not be confirmed due to insufficient evidence. Of note, information received from the site indicated that the noise was attributed to the suction events. Based on the limited information available, the device may have caused or contributed to the reported event. Based on risk documentation, multiple factors may have contributed to the low flow and suction event including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Based on the risk documentation, a possible root cause of the reported pump noise event may be attributed to multiple factors including but not limited to thrombus within the device leading to impeller imbalance or the placement of the pump which allows contact with fixed or rigid anatomical structure. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Log file analysis also revealed five (5) controller power up events with associated pump start events were logged on (B)(6) 2024 at 04:58:51, on (B)(6) 2024 at 07:50:35, on (B)(6) 2024 at 17:04:30, on (B)(6) 2024 at 05:25:22, and on (B)(6) 2025 at 17:38:36, confirming the controller loss of power finding. Of note, following the first controller power-up event, the controller power-down time was recorded with an invalid time stamp of 05:01:42. This is an additional finding not related to the reported event. The potential exists for the timestamp on a power down event written to the log files to be inaccurate. This is due to the timing of operations by the software used to calculate the power down time. The most likely root cause of the observed invalid timestamp event can be attributed to the software design for calculating the power down time. The controller was without power for twelve (12), nine (9), eleven (11), and twelve (12) seconds, respectively, for the remaining losses of power. The controller can only store a maximum of 30 days of data. After reaching the limit, the controller initiates a first-in first-out method whereby the oldest data point is deleted to allow the newest data point to be recorded. As a result, data logs prior to and following the last three (3) power-up events were not available. No anomalies were recorded leading up to the losses of power. A possible root cause of the first two (2) losses of power can be attributed to a disconnection of both power sources, as described in the event details. The most likely root cause of the remaining losses of power event can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 investigated controller losses of power. Even though this CAPA is now closed, (B)(6) falls in scope of this CAPA. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for additional event details and to correct the product model number. Additional products: d1: heartware ventricular assist system ¿ 1420-controller 2.0 h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the controller loss of power was due to a double disconnection of both power sources by the patient.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation and investigation completion. Additional products: controller 2.0 (B)(6) h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.